Event description:
It was initially reported that a vns patient was being explanted; however, the reason for replacement was not initially provided. Further follow up with the surgeon confirmed that the reason for explant was due to a reported wound infection near generator. The physician confirmed that the patient's infection began around (B)(6) 2019, and that there is no obvious etiology for the sudden development of the fluid and erythema at the infection site. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.